Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during a da vinci s hysterectomy procedure, procedure, the wire on the large needle driver instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.